Event description:
According to the event description: "infused more volume than programmed (4ml more in 24h).".

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The investigation is ongoing at this time. A follow-up will be submitted when the investigation results become available. Note: this report is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc. Please note, this device is distributed outside the us and no gudid information exists. It is being reported due to a similar device being marketed within the us with the following info: UDI number (B)(4). Premarket submission # k092313, k172831, k191910.

Manufacturer narrative:
This report has been identified as b. Braun medical internal report number (B)(4). The complained product was a perfusor space, 8713030 with serial no. (B)(6). The device was received in an original, undamaged packaging. The device history was read out and analyzed. Cause that no day of occurrence was reported, the history of the last performed infusion therapy was investigated. No malfunction could be found. The device showed normal signs of usage. During the functional check, the last found infusion therapy in the device history was simulated. No malfunction could be recognized. A flow measurement was performed according to iec/en60601-2-24. All values were inside the specification of the IFU. Therefore, the defect could not be confirmed. The device works according to the specification. A product deviation could not be identified. Note: this reported is being filed for an item number that is not sold in the united states, however similar items are sold in the united states by b. Braun medical, inc.